Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the proximal portion of the lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, there was blood/body fluid on all conductors (not obstructed), the outer insulation had a cosmetic depression and there was apparent explant damage.

Event description:
It was reported that during the device change out the physician noted a nick in the insulation of the lead. When the lead was manipulated it was not sensing and had intermittent capture. The lead was partially removed, capped and replaced. No patient complications have been reported as a result of this event.